Manufacturer narrative:
The product support engineer (pse) requested the customer apply mechanical stress to the pm pcb. The customer reports immediate reaction from unit. The pse advised the problem is the pm pcb or likely a connection problem. The pse provided part ID for the pm pcb. The customer ordered the pm pcb for replacement to resolve this issue.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. No patient harm reported.